Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received. Event confirmation status: 1 device evaluation is still in progress. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes 1 malfunction event in which the device was reportedly leaking and disassembled. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 1 previously reported event is included in this follow-up record. Product return status 1 device was received. Event confirmation status the reported event of fluid leak was not confirmed. The reported event of disassembly was confirmed. Evaluation results the device was found to be affected by detached components. The device had no device problem observed for the reported event of fluid leak.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device was reportedly leaking and disassembled. 1 event had no patient involvement; no patient impact.